Manufacturer narrative:
The report of the autopulse platform ((B)(4)) displaying a system error message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 13 jun 2005 and has exceeded its expected service life of 5 years. The platform is almost 13 years old and has not seen regular preventive maintenance. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). As part of routine service during testing, the platform was examined and found physical damages. The observed physical damage is attributed to the normal wear and tear due to the age of the device, it is unrelated to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform serial number (B)(4).

Event description:
During shift check, the user of the autopulse platform ((B)(4)) observed unknown error and prompts to perform CPR, it is likely that user observed "system error, out of service, revert to manual CPR" message on the user control panel. No patient involvement.